Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had pain around the unit, both the implantable neurostimulator (ins) and the lead. It started about four days prior to report. The patient stated, he believed it may be an infection. However, the sites had not been checked yet. There were no falls/trauma that occurred and the patient had not added any new activities. The patient contacted the surgeon¿s office and had an appointment tomorrow to check the sites. However, he was told to contact the manufacturer to come and check programming. The patient stated he left a voicemail for the manufacturer's representative on the date of report. The patient also commented that before he received the device he told the healthcare professional (hcp) that he the full body MRI compatible system. However, he was told that he did not receive one and wanted to know why. The patient stated, he had several surgeries before and had rods and other hardware in his body and he has had mris before. It was later reported by the hcp that there was a required reprogramming to get better coverage. They worked with the manufacturer's representative and were getting better. It was not device related. The patient had recovered without permanent impairment.